Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the light guide cable split and broke. The customer did not have a backup light guide cable or camera head, and the procedure was converted to laparoscopic surgery with no patient injury reported. An intuitive surgical, inc. (Isi) technical support engineer advised the customer that connecting to an external light source without a working light guide cable would not be feasible, and to replace camera head/light guide.

Manufacturer narrative:
The camera head involved with this complaint was returned and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The light cable fiber optic post was observed to be broken. In addition, the camera handle was noted to have discoloration. Mechanical shock resulting in a damaged stage assembly was observed.